Event description:
It was reported that the warming cassette had failed during procedure. Unit was sent to central supply for cleaning and biomed where the warmer had functional check procedure and passed.

Manufacturer narrative:
The product is not being returned to MFR for evaluation; the product has been disposed of.